Event description:
It was reported that the insulin pump had a frozen display. Caller stated that the time on the insulin pump is not advancing and there is no response from any button. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Manufacturer narrative:
No frozen screen. The insulin pump received with intermittent button response due to moisture damage to keypad traces. No long beep or black circles anomaly noted.